Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced palpitations and discomfort. The electrocardiogram (ECG) indicated an atrial flutter episode. The patient lost consciousness and experienced cardiac arrest for eight seconds. The ECG then showed normal sinus rhythm. The following day, the patient had the same symptoms of palpitations with the ECG showing tachycardia episodes. The patient lost consciousness and experienced cardiac arrest once again. Medication was administered and the patients hospitalization stay was extended. A temporary pacemaker was used and then five days later a permanent pacemaker was implanted. The case was completed with cryo. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.